Event description:
A technician reported a case of bilateral hyperopic regression, observed at one month post lasik treatment. Reporter indicated pt was showing some hyperopic regression with some focusing issues, and placed on short taper of topical steroid eye drops in attempt to reverse regression. Pt concerned about vision and focusing. Attempts have been made to obtain additional info, at this time additional info has been received. There are two related reports for this pt. This report addresses the pt's left eye, and another MFR report will be filed for the fellow eye.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Attempts have been made to obtain additional info, at this time additional info has not been received. The device history records (DHR) for the device were reviewed. The associated device was released based on company acceptance criteria. (B)(4).